Event description:
It was reported that during a video thoracoscopy procedure, on the third firing, the device jammed. It was opened and had to be replaced with a new one because the reload had gotten stuck and it was impossible to change it. The case was finished using this second device. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Batch number. Damaged firing mechanism. Eval summary: the analysis results found that the device was received in good visual condition and with a cartridge loaded. The cartridge was received partially fired. The device was noted to have the firing mechanism damaged. The device was disassembled to verify the condition of the internal components and the left wedge band was noted to be bent. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specification. The mfg records were reviewed and no anomalies were found during the mfg process.